Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that something was not working with their stimulator. Pt said they had been trying to find a representative to meet with them but had not been able to get a hold of anyone yet. Pt then said for months now, they have been in such horrible pain, and they could not adjust their settings at all to help and the pain had slowly been getting worse. Pt tried groups a and b, but said they were not hitting the nerve that was giving them the most trouble. Patient also mentioned they had a right leg that kept collapsing and they couldn't control the nerve in their leg. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided national answering service number for healthcare provider office to call. Patient called back on (B)(6) 2025 and reported that their therapy had been turning off during the night without them turning it off. Pt stated they are in a lot of pain and still have not met with their representative or managing healthcare provider (hcp) since the original note. Agent reviewed they would need to meet their managing hcp and manufacturer representative (rep) to have the issue resolved. Agent sent an email to the field and redirected the pt to their managing hcps office. Patient called back on (B)(6) 2025, repeated previously documented information and noted they have a problem with their controller. Patient mentioned this issue has happened twice a month and the stimulation is not hitting their sciatic nerve. Patient mentioned they wake up sometimes in horrific pain then they realize the stimulation was off. Patient mentioned they were told to reach out to patient and technical services (pats) to replace the controller. Patient asked why the controller would go black when they wake up and on call as well. Agent reviewed device function and adaptive stim. Patient confirmed they can charge their implant and their controller. Agent reviewed their external equipment are functioning as intended and they would need to meet with their hcp with rep for reprogramming to better target their nerve. Patient got escalated and insisted the controller was the issue for the controller to be replaced. Patient asked why the controller screen would go black. Agent reviewed device function again and informed patient a replacement controller will not resolve the programing for the stimulation. Agent had difficulty on call. The issue was not resolved. An email was sent to repair to replace the controller. Agent informed patient an email was sent to the local reps for visibility.

Event description:
Additional information received from that manufacturing representative (rep). Manufacturing representative reported that replacement controller the issue of controller turning off and not working was resolved. Rep reported that they met with patient for reprogramming for pain issues and the patient is experiencing better results after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that something was not working with their stimulator. Pt said they had been trying to find a representative to meet with them but had not been able to get a hold of anyone yet. Pt then said for months now, they have been in such horrible pain, and they could not adjust their settings at all to help and the pain had slowly been getting worse. Pt tried groups a and b, but said they were not hitting the nerve that was giving them the most trouble. Patient also mentioned they had a right leg that kept collapsing and they couldn't control the nerve in their leg. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided national answering service number for healthcare provider office to call. Patient called back on 05december2024 and reported that their therapy had been turning off during the night without them turning it off. Pt stated they are in a lot of pain and still have not met with their representative or managing healthcare provider (hcp) since the original note. Agent reviewed they would need to meet their managing hcp and manufacturer representative (rep) to have the issue resolved. Agent sent an email to the field and redirected the pt to their managing hcps office. Patient called back on 06december2024, repeated previously documented information and noted they have a problem with their controller. Patient mentioned this issue has happened twice a month and the stimulation is not hitting their sciatic nerve. Patient mentioned they wake up sometimes in horrific pain then they realize the stimulation was off. Patient mentioned they were told to reach out to patient and technical services (pats) to replace the controller. Patient asked why the controller would go black when they wake up and on call as well. Agent reviewed device function and adaptive stim. Patient confirmed they can charge their implant and their controller. Agent reviewed their external equipment are functioning as intended and they would need to meet with their hcp with rep for reprogramming to better target their nerve. Patient got escalated and insisted the controller was the issue for the controller to be replaced. Patient asked why the controller screen would go black. Agent reviewed device function again and informed patient a replacement controller will not resolve the programing for the stimulation. Agent had difficulty on call. The issue was not resolved. An email was sent to repair to replace the controller. Agent informed patient an email was sent to the local reps for visibility.